Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed at 2 bar pressure, and no leaks were observed. The set was loaded and primed on a prismaflex control unit. No issues were noted during the loading tests or priming phase. The machine alarmed during the self-test, and a fluid leak was noted at the level of the set access post-pump pressure pod. This component is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned prismaflex hf set, an external fluid leak was observed from the set access post-pump pressure pod. No additional information is available.